Event description:
Table does not move up and down initial report text: it was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.